Event description:
It was reported that device entrapment occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device became stuck with the non-boston scientific guidewire. The catheter and the guidewire were completely removed from the patient as a single unit and the procedure was completed with another of the same device. No patient complications were reported.